Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device change out, it was noted that the insulation of the right atrial (ra) lead appeared to be "hanging off the lead." The physician decided to keep the lead in place because the lead was fully operational and the patient does not pace very often in the atrium. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.